Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1165565, medical device lot #: 1165563. Investigation summary: bd received 1 photo is support of this investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This product expires 03/31/2022. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 production lot in-house retention samples from each lot were inspected and functionally tested and 0 visible defects and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not have enough draw volume."

Manufacturer narrative:
An additional lot # was provide by the customer for this complaint. The following is the updated information: d.4. Medical device lot #: 1165568. D.4. Medical device expiration date: 2022-03-31. H.4. Device manufacture date: 2021-06-14.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubes do not have enough draw volume.".

Manufacturer narrative:
H.6. Investigation: bd received 1 photo is support of this investigation. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This product expires 03/31/2022. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 production lot in-house retention samples from each lot were inspected and functionally tested and 0 visible defects and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes do not have enough draw volume."